Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/07/2015 with the following findings: the battery cap was not returned. All testing was performed with a test battery cap. There was no evidence of short battery life observed in the black box. The battery cap secured tightly to the pump. The battery compartment was found to be intact. The current draws were within specifications. The pump case was removed and there was no evidence of moisture or loose components found inside the pump. The reported battery life issue was unable to be duplicated during investigation.